Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was set at minimum rate due to concentration being too strong. The patient had respiratory problems so the pump was set to minimum rate. The pump had been at minimum rate for some time but it was not positive how long it had been. The patient was "hurting worse" without the therapy and they were trying to re-initiate the therapy. The physician had stated if they wanted to do the bridge bolus for the patient it would be higher than they want at 0.96 mg/day. It was noted that the physician was unable to aspirate the catheter and they thought it might be an occluded catheter. The patient was being referred to a surgeon. The patient was kept at minimum rate until they could be assessed by a surgeon. (No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.